Event description:
Additional information was received from a manufacturer representative and a consumer. It was reported that the patient felt a shocking sensation in (B)(4)2020. By march, the patient was not feeling stimulation. The patient could not recall any event which may have caused or contributed to the issue. The manufacturer representative checked on the system prior to an ablation procedure and all electrodes measured greater than 40,000 ohms. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient did have previous rfa procedures in the past, but they were unsure of the dates. The rep stated that they had thought the probes and needles were far enough away from the leads but posed the question of electrical heat transfer. The rep stated that they tried programming all areas of both leads, regardless of impedance issues. They added that the leads will need to be tested once the physician surgically opens the battery pocket to connect the leads to a wireless external neurostimulator (wens). The rep stated that once this occurs, they can determine if the leads are damaged versus if the ins is. They added that the physician plans to replace the entire system if needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s stimulation will turn on sometimes and other times they cannot get it to come on when they stand up. They also stated that if they bend over or sit down it shocks them way harder than it ever has before. They stated that their settings were turned down now where they could tolerate it. The stated that it shocked them sporadically like it was working and then it was not. It works for a few hours and then it only works when they bend over. It started three to four days ago. The patient had no falls/traumas/emi. The patient mentioned that their controller was missing, it was stolen but they got it back. The ins was fully charged. The patient also stated that their patient programmer used to only check group a but now it sometimes checks b and cat different times. The patient stated that they had it programmed where they had a setting for laying down, sitting, standing up. The patient mentioned that they were miserable without therapy. Patient services questioned the model/serial number they had because it showed they were implanted in 2007. The patient was redirected to their healthcare provider (hcp) to have their device checked. The event occurred in (B)(6) 2020. No further complications were reported/anticipated.